Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During pre-mapping, when a non-boston scientific (bsc) catheter was inserted, air ingress was noted in the flush port of the faradrive steerable sheath clear. After removal of the non-bsc catheter no air ingress was observed. The hemostatic valve of the faradrive steerable sheath clear was determined to be abnormal. The procedure was completed using another faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to return due to contamination.